Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. No trauma or device manipulation occurred. No x-rays have been performed. The pt has been referred for vns lead and generator revision surgery. Further attempts for information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.